Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been going to the bathroom every 2-3 hours and the patient didn't know what was going on. The patient stated that she had been taking medication for a couple years for overactive bladder too. Troubleshooting attempts were made and the patient programmer showed stimulation was off. The patient confirmed seeing the ins was off and the patient did not know if was off and could not believe she turned it off at some point. The patient reported that the ins was on p1 at 4.1v but the patient noted that it was a little strong so she backed it down to 4.0 and it was more comfortable. The patient also mentioned seeing the low ins battery screen. The patient was redirected to their health care professional if the problem does not resolve. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the cause of the stimulation being off was they hadn't had a contact person to touch base with. They reported that the going to the bathroom every 2-3 hours had been resolved.